Event description:
Pt received 36 shock due to noise on the rv lead. Pt was non compliant with home monitoring and no signs of lead issues occurred prior to the episodes of noise. Period iegms in (B)(6) 2010 show no indication of lead issues. This lead was capped.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.